Manufacturer narrative:
(B)(4). Evaluation, results: mi and dissection.

Event description:
During the index procedure, two endeavor rx drug-eluting stents were implanted in the proximal rca, 2nd stent was implanted to treat complication/dissection/bailout (ref: MFR # 2953200-2011-00110). It was reported that an mi occurred on the same day as the stent implantation. Event was identified by the clinical events committee and deemed to be consistent with an mi. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. It was confirmed that the pt was free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow-ups post the index procedure.